Event description:
It was reported the patient presented in clinic for follow-up complaining of a hiccup feeling. Upon interrogation, it was discovered the left ventricular lead was causing phrenic nerve stimulation. The left ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of phrenic nerve stimulation was not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and lead tip analysis was normal with no anomalies found.